Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would just suddenly come off the home screen on the pendant, and it would show as the x-rays being disabled. The message would read "initializing system." The manufacturer representative (rep) tried restarting the image acquisition system (ias) and mobile view station (mvs) twice, and then they just restarted the ias only which resolved the issue. During troubleshooting, the error log was analyzed, and a recoverable error was displayed indicating that power was out of range. A generator error also occurred including the power supply being out of specification. The probable cause of the issue was related to the power supply. This issue occurred during a customer training session. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. (B)(6): x-ray disabled (B)(6): stuck in initializing d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot#: (B)(6), g2: this event occurred in great britain, see section e. H3, h6: the system was serviced in the field. The ps1 board was replaced and calibrated to 5.103v. When placing the covers back on the system, the same error appear and the x-ray were disabled. Ps1 was determined to not be the fault. Further troubleshooting was performed: the same error displayed as before. The generator had no communication and did not power up. The issue was sporadic as on restarts system would boot normal and then would not. Isolated standalone board output checked when faulty and the j3 +24vperm was measured at 17.86v (causing the generator not to start). The j2110vac was measured with no output as well. A loose screw from somewhere in the system was located on the isolated stand-alone board causing a short between pins on the board. Once the screw was removed the system would boot up normally. Codes b01, c02, and d02 are applicable. H3, h6: the returned ps1 was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.